Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing a letter from their periodontist. The letter states the patient has been advised to discontinue use of the aligners due their current, active periodontitis. Continued use of the aligners may result in increased mobility, loss of dentition. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.